Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black, and the plug deployment button could not be pressed. The device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The event occurred during a cardiac radiofrequency ablation procedure performed by an experienced, trained operator after the catheter and guidewire were withdrawn and hemostasis was attempted. The procedure used a retrograde approach, and the device was stored and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use. A non-cordis sheath was used. Angiography confirmed suitability of the femoral artery, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, tortuosity, stenosis, stent, hematoma, arteriovenous fistula, or pseudoaneurysm was observed at or near the puncture site. There was no difficulty connecting the vascular closure device (vcd) with the vascular sheath introducer. The indicator wire cowling locked with an audible click, and no pulsatile flow was seen from the bleed-back indicator. The vcd and sheath were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed without anomalies. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black, and the plug deployment button could not be pressed. The device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The event occurred during a cardiac radiofrequency ablation procedure performed by an experienced, trained operator after the catheter and guidewire were withdrawn and hemostasis was attempted. The procedure used a retrograde approach, and the device was stored and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use. A non-cordis sheath was used. Angiography confirmed suitability of the femoral artery, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, tortuosity, stenosis, stent, hematoma, arteriovenous fistula, or pseudoaneurysm was observed at or near the puncture site. There was no difficulty connecting the vascular closure device (vcd) with the vascular sheath introducer. The indicator wire cowling locked with an audible click, and no pulsatile flow was seen from the bleed-back indicator. The vcd and sheath were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed without anomalies. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.